Manufacturer narrative:
An event regarding a periprosthetic fracture and loosening involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant . Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
"Patient fell approximately 1 month post-op total hip, resulting in periprosthetic fracture. Was wired and revised to restoration modular. None of the implants were broken, but the stem was loose around the fracture."